Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead impedance reading was not taken and there was undersensing. Follow-up that was obtained from the clinic nurse indicated that there has been no intervention. It was also noted that the clinic has only been able to conduct home monitoring, and the device is alerting for elective replacement indicator (eri). The lead and the device remain in use. No patient complications have been reported as a result of this event.